Event description:
It was reported the atrial connector is damaged and will not allow for a cable to be connected. The epg (external pulse generator) was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Atrial output connector is damaged. Upper and lower cases, side bail covers, and battery drawer are broken. Battery release is contaminated. Battery contacts are compressed. Side bails are bent. Serial number label is torn.